Manufacturer narrative:
This event occurred between (B)(6) 2021 ¿ (B)(6) 2021. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at solution turned cloudy with the use of at least three (3) clearlink system secondary medication sets. It was further stated that when the sets were back primed with normal saline or ringer¿s lactate, the solution turned cloudy; it was observed in the drip chamber and secondary line. A new set was obtained with no issues noted. There was no patient involvement. No additional information is available.